Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2016-02931 pertains to the other device. It was reported to boston scientific corporation that an uphold (tm) lite was implanted on an unknown date. According to the complainant, the patient developed vaginal and abdominal mesh erosion. The mesh was excised on (B)(6) 2016.